Event description:
Complainant alleged that the physician twice attempted to defibrillate a patient (age and genger unknown) with the device in paddles mode, but the device would not discharge. A paramedic then successfully defibrillated the patient using the same device and device paddles. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.